Event description:
As reported by our belgian affiliate, as a result of being unable to cross the patient¿s native annulus, the sapien xt valve had to be deployed in the descending aorta. Several complications occurred during the tavr procedure. Initially the patient ¿collapsed¿ after placing a stiff wire in the ventricle. Pacing was initiated and balloon valvuloplasty (bav) was performed. A 23mm sapien xt valve was introduced and patient ¿collapsed¿ again. The guidewire was retracted and pericardial drainage was performed to relieve tamponade. Replacing the guidewire across the annulus was difficult and it was then impossible to place the delivery system in a coaxial manner due to an almost horizontal aorta. The patient was placed on extracorporeal bypass (ecb) and sapien xt valve was deployed in the abdominal aorta. A second sapien xt valve was prepared and an extra stiff wire placed, but then the first valve was pushed by the guidewire and embolized in the abdominal aorta due to retrograde flow from bypass. Cardiac massage was performed for approximately 20 minutes with very low pressures resulting. A sternotomy was performed and a hole in the right ventricle from the pacing probe was noted. Resuscitative measures were stopped and patient died. The second sapien xt valve was crimped but never introduced into the patient.

Manufacturer narrative:
The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the sapien xt valve. Per the procedure didactic, if difficulty crossing is experienced the operator is advised to put tension on the wire and pull the system back and re-advance. Several factors can make it difficult to cross the native valve, including heavy calcification, wire bias into commissure, horizontal aorta, tortuous thoracic aorta, and a kinked flex catheter. In addition, the procedure didactic outlines the steps necessary to ensure smooth movement of the balloon catheter during valve alignment and to make fine adjustments. In most instances this resolves with routine troubleshooting maneuvers. However, in severe cases the device may need to be deployed in the aorta or removed from the patient through a new surgical incision if the valve cannot be realigned and retracted into the sheath. In this case, the inability to cross the annulus resulted from patient factors (near horizontal aorta). Additional procedural factors (wire manipulation, cardiac bypass) led to embolization of the valve after it had been deployed in the descending aorta. The right ventricular perforation and resulting tamponade are unrelated to the sapien xt valve or its delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.